Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error and pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Due to critical pump error alarm noted.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer stated that they able to clear the alarm also able to rewound the insulin pump. Customer stated that fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.